Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2 (inadvertently selected healthcare professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and although the indicated phenomenon "error code e333" was not reproduced, otv-s300 (visera elite ii video system) device designs may cause e333 even in normal conditions, which may have caused the phenomena indicated. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was not confirmed. There were no visual or operational abnormalities found during the device inspection. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the video system center displayed an e333-touch panel failure error during a therapeutic laparoscopic liver resection. The procedure was completed with the reported device as it did not affect the image. There was no report of patient harm.